Manufacturer narrative:
Investigation: a sample bag from an unused trima set was returned to terumo bct for evaluation. Upon visual inspection, it was confirmed that the needle and sample line pinch clamps(white) were closed, whereas the donor line clamp (blue) was open. There was a significant volume of air present in the sample bag, measured at approximately 50 ml. The run data file (rdf) was analyzed for this event. During the tubing set test, a ¿pressure testerror¿ alert was generated. The tubing kit was unloaded and reloaded. During the second attempt to load the tubing kit, a ¿pressure test error¿ alert occurred. The tubing kit was unloaded and loaded. The tubing kit passed the tubing set test successfully. The procedure was ended successfully with rinseback. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag. Root cause: the ¿pressure test error¿ alert indicated that the operator either did not close the. Sample bag and/or needle line clamps at the system prompt or they did close the clamp but it was skewed on the tubing allowing some air to pass. Air will enter the sample bag during the verification of clamp closure at the beginning of the tubing set test if the sample bag clamp is not fully closed. Review of the access pressure reading shows it is possible, though not conclusive the operator did express twice the air that entered the sample bag as prompted by the screen.

Event description:
The customer reported that the trima machine was loaded and all checks were passed. The system then alarmed check pressure monitor. The disposables set was checked, unloaded then reloaded with the same alarm was received. Per the customer, all the clamps were closed but they found air in the sample bag. Due to EU personal data protection laws, the patient information and outcome is not available from the customer. Patient gender and weight were obtained from the run data files. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.